Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2016, hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/migration of essure device:location of device:serosa of left fallopian tube") and menorrhagia ("excessive and abnormal bleeding during menstruation") in a 37-year-old female patient who had essure (batch no. 627298,628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), bacterial infection ("bacterial infection"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2010, the patient experienced nausea ("nausea") and gastrooesophageal reflux disease ("gerd"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, migraine ("migraines"), headache ("headaches"), platelet count increased ("platelets very high"), white blood cell count increased ("white blood counts very high"), vision blurred ("blurry vision"), adhesion ("adhesion's"), cyst ("cyst"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with antibiotics, iron, cyanocobalamin-tannin complex (b12), ibuprofen, calcium carbonate (tums [calcium carbonate]), omeprazole (prilosec), esomeprazole magnesium (nexium), naproxen sodium (aleve), ibuprofen (advil), surgery (hysterectomy with bilateral salpingo-oophorectomy-salpingectomy), surgery (ablation), surgery (bladder suspension), surgery (bladder suspension) and surgery (hysterectomy with bilateral salpingo-oophorectomy,salpingectomy,cyst aspirated). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, bladder disorder, urinary tract disorder, headache, platelet count increased, white blood cell count increased, nausea, fatigue, weight increased, gastrooesophageal reflux disease, adhesion, alopecia, back pain and abdominal pain upper outcome was unknown and the urinary tract infection, vaginal infection, bacterial infection, rash, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and vision blurred had resolved. The reporter considered abdominal pain upper, adhesion, alopecia, back pain, bacterial infection, bladder disorder, cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, platelet count increased, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received event's extracted per pfs:abnormal bleeding, (vaginal, menorrhagia), urinary infection, vaginal infection, bacterial infection, rashes, bladder or urinary problems or changes, migraines / headaches,platelets and white blood counts very high, migration of essure device: location of device: serosa of left fallopian tube, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tubes),blurry vision, fatigue, weight gain,gerd,adhesion¿s, cyst, hair loss,lower back pain,stomach pain,abdomen pain. Date of removal of essure updated. Date of insertion of essure,lot number,lab test,concomitant disease,concomitant drugs added. On (B)(6) 2018: reporter added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/migration of essure device:location of device:serosa of left fallopian tube") and menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure (batch no. 627298/ 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), bacterial infection ("bacterial infection"), rash ("rashes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea(cramping)") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection") and infection ("infection (other)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2010, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and visual impairment ("vision problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, platelet count increased ("platelets very high"), white blood cell count increased ("white blood counts very high"), vision blurred ("blurry vision"), adhesion ("adhesion's"), cyst ("cyst"), back pain ("lower back pain"), abdominal pain upper ("stomach pain") and gastrointestinal disorder ("gastrointestinal disorder"). The patient was treated with antibiotics, iron, cyanocobalamin-tannin complex (b12), ibuprofen, calcium carbonate (tums [calcium carbonate]), omeprazole (prilosec), esomeprazole magnesium (nexium), naproxen sodium (aleve), ibuprofen (advil), surgery (hysterectomy with bilateral salpingo-oophorectomy-salpingectomy), surgery (on (B)(6) 2014 underwent ablation), surgery (bladder suspension), surgery (bladder suspension) and surgery (hysterectomy with bilateral salpingo-oophorectomy,salpingectomy,cyst aspirated). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, bladder disorder, urinary tract disorder, headache, platelet count increased, white blood cell count increased, nausea, fatigue, weight increased, gastrooesophageal reflux disease, adhesion, alopecia, back pain, abdominal pain upper, cystitis, blood disorder, cardiac disorder and gastrointestinal disorder outcome was unknown and the urinary tract infection, vaginal infection, bacterial infection, rash, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, infection and visual impairment had resolved. The reporter considered abdominal pain upper, adhesion, alopecia, back pain, bacterial infection, bladder disorder, blood disorder, cardiac disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, headache, infection, menorrhagia, migraine, nausea, platelet count increased, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight increased and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on 8-may-2008: total bilateral occlusion lot number: 628045, man date: aug-2008, exp date: aug-2010. Lot number: 627298, man date: may- 2008, exp date: may-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/migration of essure device:location of device:serosa of left fallopian tube") and menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure (batch no. 627298,628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), bacterial infection ("bacterial infection"), rash ("rashes"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea(cramping)") and weight increased ("weight gain"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection") and infection ("infection (other)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In 2010, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder") and visual impairment ("vision problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, platelet count increased ("platelets very high"), white blood cell count increased ("white blood counts very high"), vision blurred ("blurry vision"), adhesion ("adhesion's"), cyst ("cyst"), back pain ("lower back pain"), abdominal pain upper ("stomach pain") and gastrointestinal disorder ("gastrointestinal disorder"). The patient was treated with antibiotics, iron, cyanocobalamin-tannin complex (b12), ibuprofen, calcium carbonate (tums [calcium carbonate]), omeprazole (prilosec), esomeprazole magnesium (nexium), naproxen sodium (aleve), ibuprofen (advil), surgery (hysterectomy with bilateral salpingo-oophorectomy-salpingectomy), surgery (on (B)(6) 2014 underwent ablation), surgery (bladder suspension), surgery (bladder suspension) and surgery (hysterectomy with bilateral salpingo-oophorectomy,salpingectomy,cyst aspirated). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, bladder disorder, urinary tract disorder, headache, platelet count increased, white blood cell count increased, nausea, fatigue, weight increased, gastrooesophageal reflux disease, adhesion, alopecia, back pain, abdominal pain upper, cystitis, blood disorder, cardiac disorder and gastrointestinal disorder outcome was unknown and the urinary tract infection, vaginal infection, bacterial infection, rash, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, infection and visual impairment had resolved. The reporter considered abdominal pain upper, adhesion, alopecia, back pain, bacterial infection, bladder disorder, blood disorder, cardiac disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, headache, infection, menorrhagia, migraine, nausea, platelet count increased, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight increased and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "bladder infection, infection (other), blood disorder, heart disorder, gastrointestinal disorder, vision problems" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.